Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.